Event description:
It was reported to an aci sales rep that a patient underwent a uterine artery embolism on (B) (6) 2009 via a 6f procedural sheath. Peri-procedural heparin was administered. Following the case, the physician took a femoral angiogram to assess suitability of closure. The femoral angiogram was unremarkable, and the mynx device was chosen for use. Following the delivery of the sealant, it was reported that blood came back through the advancer tube and 15 minutes of manual compression was applied to successfully achieve hemostasis. On (B) (6) 2009, the patient returned with complaints of pain and soreness in her leg. On (B) (6) 2009, after attempts at thrombolysis failed, a vascular surgeon performed a cut down and embolectomy of what was reported to be mynx sealant at the popliteal. The technician that performed the mynx deployment acknowledged that the balloon may not have been adequately abutting the arteriotomy during deployment and there was no suspected malfunction of the device. The patient tolerated the procedure well and without adverse event. At some point following this (exact time frame unknown), the patient was diagnosed with heparin-induced thrombocytopenia and expired due to pulmonary embolism on (B) (6) 2009. The physician assessed that the death (caused by pulmonary embolism) was attributed to the heparin-induced thrombocytopenia and not the occlusion of what was reported to be mynx sealant. No further information was obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information received and investigation performed, the root cause of the reported occlusion and subsequent surgical procedure could not be conclusively determined. The results of the pathology report on the occlusive material were not submitted to aci to confirm its composition and determine whether it was mynx sealant. The technician that performed the mynx deployment acknowledged that the balloon may not have been adequately abutting the arteriotomy. Per the mynx instructions for use (IFU), "maintain adequate tension on the balloon catheter (to ensure the balloon is abutting the arteriotomy), open procedural sheath stopcock, then detach shuttle and advance until resistance against the balloon is felt." The cause of the reported pulmonary embolism which led to the patient's death could not be conclusively determined, however, the physician assessed the cause of the pulmonary embolism to be associated with the heparin-induced thrombocytopenia, and not as a direct cause of occlusion of what was reported to be mynx sealant. There is no evidence to suggest the mynx device did not meet its established specifications or perform as intended per the IFU. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.